Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. The sample was not received for evaluation; therefore, the root cause could not be determined. A batch review was not performed due to unknown lot number. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The caller contacted baxter's (B)(4) to end therapy, which occurred on the homechoice (hc), during use during dwell 2. The home patient (hp) stated that the supply bag became disconnected. The baxter technical service representative (tsr) assisted the hp with ending therapy. The hp wanted to complete therapy using manual supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The home patient (hp) was contacted on (B)(6) 2011. The hp stated that the bag fell off the table and disconnected but did not know why it fell. The hp had already discarded both the bag and cassette and did not know the lot numbers of the bag or cassette. The hp stated they completed their therapy with manual supplies and their therapy had been going well.